Event description:
Clinic notes dated (B)(6) 2014 note that the patient has at least three seizures a day despite multiple antiepileptic medications. It was noted that the patient had another grand mal seizure lasting about twenty to thirty minutes and was taken to the hospital. Notes dated (B)(6) 2013 note that the patient' s mother states that the patient experiences at least one seizure every day, but may have up to two or three. It was noted that the generator battery is low. The patient was referred for generator replacement. It is unknown whether or not the increase in seizures was above the patient's pre-vns baseline frequency. Attempts to obtain additional relevant information have been unsuccessful to date. No surgical intervention has been performed to date.

Event description:
An implant card was received indicating that the vns patient underwent generator replacement surgery. The explanting facility will not return explanted devices to the manufacturer for analysis unless it was requested prior to surgery. A request was not made prior to surgery so no analysis can be performed.

Manufacturer narrative:
.